Event description:
The catheter was inserted with no apparent problems. The next day the patient went to dialysis where they found a very small pin size hole during dialysis. This was not identified at placement but once it was hooked up and under pressure the leak became apparent. Catheter was exchanged, no impact to the patient other than the hassle of having to have catheter exchanged.